Event description:
The user facility reported that a hose separated from the system 1e and water flooded into the room where the system 1e is located. User facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays/cancellations or property damage were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Manufacturer narrative:
A steris service technician inspected the system 1e and found that the 90 degree factory crimp fitting separated at the big blue housing inlet connection. The technician installed a new hose and 90 degree factory crimp. He ran a diagnostic cycle and found the unit to be operational; no further issues have been reported.the technician noted that the static pressure to be at 85-90psi. The system 1e operator manual states water pressure should be a minimum of 40psi and a recommended 50-60psi. The technician stated that the user facility installed a pressure regulator subsequent to the reported event.